Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that her daughter was hospitalized with high blood glucose of 452 mg/dl and diabetic ketoacidosis. She indicated that she would call back to troubleshoot pump as her daughter was not there with her.